Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster referenced is filed under a separate manufacturing report number.

Event description:
It was reported that two graftmaster stents overlapping were used to treat a perforation that occurred in the left internal mammary artery (lima) with the use of an unspecified device. The stents did not sufficiently seal the perforation; there was still oozing and dye stain; a third overlapping graftmaster stent was used successfully as treatment. The patient was stabilized and was transferred from the catheterization lab. Reportedly, 5 days post-procedure the patient experienced ventricular tachycardia (v-tach) and died. The exact cause of death was not reported. No additional information was provided.